Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
The product was returned and a visual examination showed one empty 355ml bottle of solution, lot 15126. A cracked cap was observed. No other anomalies observed. The cracked cap was not reported by the consumer and was possibly caused during the complaint product return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported on (B)(6) 2015 that a consumer experienced severe burning and stinging after using the solution as directed. The consumer sought medical attention at an urgent care facility. The consumer stated that he was given a prescription for ciprofloxacin to be administered two drops every 30 minutes. Several attempts were made to obtain clarifying information on the event, but were unsuccessful. Additional information received on (B)(6) 2015 from the consumer stated that he had another eye doctor appointment scheduled for that day. Additional information received on (B)(6) 2015 from consumer stated he used the product again and experienced "another incident." No further details were provided on the incident. Additional information received on (B)(6) 2015 from the consumer stated that he would like to be compensated for the time that he was temporarily unable to see due to using expired product which caused a chemical burn. He stated that he was no longer receiving medical attention and the issue resolved. No further clarifying information was provided on the chemical burn event. Additional information was received on (B)(6) 2016 in the form of the consumer's medical records from the medical center where he was treated. The medical records are a summary of the consumer's emergency room (ER) visit. The nurse's triage notes for the consumer's visit for (B)(6) 2015 that were reviewed by the physician stated that the consumer had eye pain and redness, with the first occurrence about 1 and 1/2 month ago after he used expired contact lens solution. The consumer originally went to an urgent care clinic and was prescribed ciprofloxacin drops. The consumer stated it helped and he resumed lens wear. He cleaned the lenses with a new bottle of the cleaning solution, and then the previous night he developed pain so severe he tried rinsing the eye with a hose. At the time of the ER visit on (B)(6) 2015, the consumer had some photophobia and blurred vision, which he felt was improved "from the previous." The consumer was described as experiencing a visual change, pain, and discharge. The physical exam revealed that the consumer had acute distress from the pain, had "perrl," "eomi," moderate conjunctiva injection on the right eye, a large defect over the right iris, and a dendritic lesion adjacent. Visual acuity was noted as 20/70. It was noted that the patient had concern of a corneal ulcer with a possible herpetic lesion. It was planned that he would receive an ophthalmologist evaluation. A doctor from ophthalmology saw the consumer on (B)(6) 2015 and the impression was an infectious source of ulcer. Cultures were sent per the ophthalmologist for fungal, bacteria, gram stain, and antibiotic drops were ordered. The patient was advised to return the next morning for another evaluation in the ophthalmology clinic. The first eye drops were given in the ER, and the consumer was to follow-up the next day at 8am. The orders for this visit were acetaminophen (650mg given at triage), fluorescein sodium 1mg ophthalmic strip 1 application administered at bedside, proparacaine hydrochloride 0.5% ophthalmic solution 1 drop once administered at bedside, aerobic and anaerobic culture of the right eye, vancomycin ophthalmic solution 1 drop per affected eye, tobramycin 0.3% ophthalmic solution 1 drop, cyclopentolate 1% ophthalmic solution 1 drop once administered at bedside, and vancomycin prescribed for instillation in affected eye every hour. The initial registered nurse (rn)'s triage notes stated that the patient had eye irritation with an onset of 1.5 months ago that affected the right eye. There was moderate crystal clear discharge from the right eye. The consumer also experienced itchiness, moderate redness, and drainage. It was noted that the consumer does not wear corrective lenses. The patient stated that he washed his contacts in an eye solution that he thinks was "contaminated." The consumer was currently taking cipro eye drops and that he cannot see from his right eye, noted as photophobia. Visual acuity was taken and the readings without pinholes was right 20/70, left eye 20/70, both eyes 20/50. With pinholes was right eye 20/70, left eye 20/40, both eyes 20/ x. It was noted that the patient does not wear correct lenses and tolerated the procedure well. The consumer was discharged with the mother and the discharge plan was discussed and printed instructions provided and explained. The consumer was advised to return if the condition changes, and was discharged with a steady gait. A cease in lens wear was also advised due to the "large ulcer" and to return the next morning for a recheck. The importance of this appointment was stressed to the consumer. The consumer was prescribed: cyclopentolate ophthalmic solution 1% 15ml bottle, 1 drop in the right eye 3 x day. Vancomycin 25mg/ml ophthalmic solution, 15 ml bottle, 1 drop in right eye every hour. Tobramycin ophthalmic solution (tabrex) 0.3% 5ml bottle, 1 drop in right eye every 1 hour. Norco tablets (acetaminophen; hydrocodone) 325mg, 5mg, 1 to 2 tablets by mouth every 4 to 6 hours as needed for pain. Additional information has been requested but not yet received.